Manufacturer narrative:
(B)(4).

Event description:
Foreign patient's father contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient's father did not report any injury or medical intervention.